Event description:
It was reported the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use). Upon removal, the coil detached inside the catheter. The physician was able to push the coil into the aneurysm with another coil. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).